Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. In addition, the low power bifet op amp u1 component was out of tolerance in both ECG electrode c and d. The root cause of the defective u1 components cannot be positively identified. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient's wife contacted zoll customer support to report that one of the cables on the belt was damaged. The patient was issued a replacement electrode belt.